Event description:
It was reported when using the pyxis medstation es system that it had a network issue error message of download stopped. The customer reported there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by incorrect time settings. The technical service engineer corrected the time matches other working station to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.